Manufacturer narrative:
The device was discarded, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valv uloplasty (bav) was performed with a 22 mm balloon due to the presence of moderate paravalvular leak (pvl). Following the bav, angiography showed that the pvl had resolved. This was confirmed via echocardiogram. When removing the sheath and closing the arteriotomy, the blood pressure dropped and cardiopulmonary resuscitation (CPR) was started. Root angiography revealed cardiac standstill with no coronary perfusion. CPR was continued and the patient was placed on bypass. The transcatheter valve was explanted and a surgical valve was implanted. It was thought that the native aortic leaflets had occluded the coronary arteries. The patient was able to come off bypass and was in stable condition. No additional adverse patient effects were reported.